Event description:
It was reported the device was not making any noise from speaker, and it maybe broken. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) spoke with the biomed. Bench repair service was requested and the rse emailed the bench repair form to the biomed. The biomed called back advising to cancel the case stating service is no longer required. The device was not returned, and no additional information was provided; therefore, the cause of the reported problem remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.